Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, during hospitalization due to ear infection with IV treatment, it was found that the implant array protruded through the tympanic membrane. The device remains implanted.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, it is unknown if the patient was reimplanted with a new device as of the date of this report february 15th, 2016. Device not received by manufacturer.